Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain, cloudy pd effluent, and loose motion. The cause of the events were unknown. The same day as the event onset, the patient was hospitalized and treated with gentamicin injection (80 mg, intraperitoneal, once daily, discontinued after 14 days) for peritonitis. Pd therapy was ongoing. Six days after hospital admission, the patient was discharged. At the time of this report, the patient recovered from the events. No additional information is available.